Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter split. The following information was provided by the initial reporter: no harm to patient. Event summary: IV was started on patient. Went to advance the catheter and it wouldn't push forward. It was almost like the end of the plastic catheter was spliced or bent. Had to restart cath. No other details provided. Can you please provide an exact date of event? 7/31/2025. How was treatment completed for customer? Had to restart catheter. What was the medication/fluid in use at the time of the event? No other details provided. Was there a delay of, or change in, the course of treatment due to the event? New catheter.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 5087252. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.